Manufacturer narrative:
H11: the device was not received for evaluation; however, the trouble shooting was performed by a non-baxter qualified technician. The reported event was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, correction: d4, h6, and h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during hemodialysis therapy with a prismaflex machine, "the medical staff found that the medical device had freezed during use and the device could not be used normally." It was reported during treatment, the patient was unconscious and had decreased vital signs. Treatment was stopped. After resuming treatment, the patient's vital signs returned to normal and no other adverse symptoms were observed. There was no report of medical intervention associated with this event. No additional information is available.